Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type catheter; product ID 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-apr-2018, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 17-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (35 mg/ml at 16 mg/day) via an implantable pump. It was reported that the patient was having leg weakness & was in the emergency department for a few days. No external factors were involved and no troubleshooting was performed. After exploration, the healthcare provider (hcp) made the decision to remove the majority of the catheter they were able to access due to the patient being prone for surgery. They made this decision because there was abnormal amounts of pus around the tip of the catheter. The cause of the leg weakness and pus at catheter tip was believed to be due to an infection located near the catheter tip. There were no device issues reported. The issue seemed to have benefited from removal of the devices & wash out. The patient was recovering at home.